Event description:
It was reported that the wake button on the pump was difficult to press and required multiple presses in order to turn the pump screen on. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a correction bolus. During troubleshooting with tandem technical support (tts), it was found that the wake button was functioning as intended. Tts educated the customer on the appropriate technique when turning the pump on, by providing support along the bottom of the pump opposite to the button when trying to turn it on. The customer acknowledged and continued using the pump for insulin therapy.